Event description:
Customer reported that system locked-up like it was still making x-ray but when they put something in the field nothing appeared on monitor.

Manufacturer narrative:
The service rep debug log showing gib disconnect. Erased flash, replaced gib and reloaded cal files. System is operating as intended.